Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to instability, malalignment; age at primary: (B)(6); side: r; primary asa: p1-fit and healthy; revision njr index no:(B)(6); sex: f; primary bmi: (B)(6).